Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported a loss of therapeutic effect. The patient reported that he saw his healthcare provider (hcp) and the hcp suggested the patient see a manufacturer¿s representative (rep) for programming. The hcp wanted the patient to try high frequency programming. The patient reported that the therapy hadn't been benefiting his pain for 6-7 months. The patient noted that he was completely off oral pain medications. Additional information was received from a rep. The rep reported that the patient¿s ins was being replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there were no device issues, just a different program added. The rep reported that the patient was no getting effective therapy. The rep noted that the battery was near end of life, so they discussed the benefits of a new system and would be moving to a rechargeable platform. No further complications were reported.